Event description:
A 40 cc fiberoptix iab [intra-aortic balloon] was utilized. On initiation a series of alarms occurred for possible helium loss 3 followed by a high-pressure alarm. On fluoro the pump was not expanding. On removal the team attempted to manually inflate at this time and was unable to successfully inject air into this iab.